Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total cystectomy/ ileal conduit construct, when using the device at the second firing, the firing lever came off. The sales rep told the customer the reason of the event was that the part fixing the lever was damaged slightly. At the 1st firing, the lever could not be pressed to the end and sometimes the lever was very stiff. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the stapler revealed the thumb pusher was detached. No single use loading unit (sulu) was received. Functional evaluation of the instrument and loading unit was conducted by reattaching the firing knob. A test sulu was loaded into the returned device. The instrument and test sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.